Event description:
Covidien kangaroo joey feeding sets (ref # (B)(4)) are not being manufactured in adequate supply to provide the appropriate therapy to the patient. The patient requires enteral nutrition (tube feeding) as the sole source of nutrition and hydration. The feeding sets are not available from the manufacturer. The manufacturer has offered substitute product (ref# (B)(4)) but these too are back ordered and in very short supply. This has forced the home infusion supplier to provide another substitute products (ref# (B)(4)), also in short supply by the manufacturer, and these products do not hold the required volume of enteral formula. The results in the patient¿s caregiver having to get up in the middle of the night to refill the feeding set with formula. The risks to the patient include malnutrition and dehydration due to not receiving adequate nutrition and water according to the md order, as well as lack of necessary sleep. There are no other manufactures for these products which forces all home infusion service providers to make these inappropriate and potentially dangerous substitutions. FDA safety report ID # (B)(4).